Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will charge and boot. Performed share log review and findings show no data was observed in log before (B)(4)17 to find the evidence. Err67 was found but the "reboot receiver/ error recovery" followed by "screen recoverable error alarm" was not observed within the investigation window. Customer's complaint was undetermined for receiver keeps rebooting and then shows system check passed due to the evidence was not found in receiver log within the investigation window.. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.